Event description:
As reported, the pouch of a 2.50x12mm promus element has been opened.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
As reported, the pouch of a 2.50x12mm promus element has been opened.

Manufacturer narrative:
Device evaluated by MFR.: this device was returned inside the foil package. The foil pouch was opened at the top end where it is intended that the customer opens the device. There was no indication of any issue with the seals or pouch integrity. A visual and microscopic examination of the device noted stent damage. One strut was raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).